Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose. Customer stated that they had a blood glucose of 2.4 mmol/l. Customer stated that they corrected the low blood glucose by eating food. Customer stated that insulin delivery not suspended due to blood glucose and sugar glucose. The insulin pump will not be returned for analysis.